Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00706, 0002648920 - 2019 - 00707. D10: cat# 00620205022 lot# 61043578 shell porous with cluster holes 50 mm. Proposed component code: mechanical (g04)- stem. Visual examination of the stem could not be performed as it remains implanted. Lot identification is necessary for review of device history records, lot identification was not provided for the stem. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent left total hip arthroplasty. Subsequently, the patient underwent a revision procedure approximately 10 years later due to patient allegations of injuries as a result of the explantation of the devices. No further event information available at the time of this report.